Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the returned battery cap and cartridge cap were used to complete the investigation. No alarms or warnings occurred during testing related to the complaint. The pump performed the rewind load and prime and exercised for 24 hours without issues. The product performed within specifications during testing.

Event description:
On the reporter contacted animas and left a message alleging that the pump was having issues and the pump needed to be replaced. No further information was provided. Customer support attempted to contact the reporter but has been unsuccessful at this time. This report is made based on the allegation of the unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.